Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), all insulators breached (clavicle-rib crush), the helix/lobe was distorted/bent, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the patient felt a "shocking sensation at the pocket area". It was also reported that the right atrial lead was noted to have varying impedance with one high measurement, noise on the electrogram, varying thresholds, r-wave oversensing, and an apparent lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.